Event description:
During intubation the laryngoscope blade broke off in pt's mouth interfering with ability to intubate and ventilate the pt. Pt's tooth broke. During inability to ventilate, pt became hypoxic and subsequent cardiac arrest. Micu staff present during event. Pt continues to be in ICU post arrest.